Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of this patient¿s death was unknown. The patient was not hospitalized prior to the event of the death. Dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and lot number is unknown; therefore, a device analysis, could not be completed. Should additional relevant information become available, a supplemental report will be submitted.